Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that the clinical staff was not able to start the pump. During troubleshooting, the console was able to be restarted. Pump stop/unable to start was a user error and not a product malfunction. The impella did not start due to user error setting up the pump. It was reported the patient was not having good flow. Flows on auto were 1.3lpm ps 40/30 expressed to physicians the needs for increasing pressure and he just said patient will come back with some fluids. The patient had reoccurring suction alarms while on support. It was further reported that the patient expired on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.